Event description:
Ventricular sensing lead malfunctioned with high impedence and high pacing thresholds. Lead extracted and new transverse ICD system implanted. Positive for inappropriate ICD detection.